Manufacturer narrative:
(B)(4). The carefusion technical support specialist advised the distributor in (B)(4) to check the device and make sure there are no occlusions on the exhalation side like the exhalation filter, also to check and calibrate the insp pressure transducer, exhalation pressure transducer, exhalation flow transducer and make sure that the calibration on them is not drifting. If this corrects the issue, run the device for a few days and see if the problem comes back and keep us informed.

Event description:
The distributor in (B)(4) reported that the device was alarming "circuit occlusion" and "ext high peak". There was no report of patient involvement.